Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery is unable to power up monitor) has been confirmed. Upon eval, it was discovered that the battery pack had one or more dead cells. The root cause of the dead cells was improper battery maintenance (the pt left the battery discharge completely in the monitor rather than recharging the battery every 24 hours). Once the cells were replaced, the battery was fully functional. No adverse event resulted from the defective battery. The pt received a replacement battery.

Event description:
The daughter of a (B)(6) male pt contacted zoll lifecor customer support service to report that one of the pt's batteries is unable to power up the monitor. The pt was provided with a battery pack.